Manufacturer narrative:
Ps360751 (B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the complaint device revealed a horizontal crack line. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber dome. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" - "ensure there is water supply connected to the chamber and that water is present within the chamber" - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor in japan reported on behalf of a healthcare facility that a mr290v vented autofeed humidification chamber was leaking water at the chamber base. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has been returned to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that a mr290v vented autofeed humidification chamber was leaking water at the chamber base. There was no reported patient consequence.